Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10 correction: h4 reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: femoral component catalog # 00576401551 lot # 65374146. Stemmed tibial component catalog # 00598003702 lot # j7391886. All poly petella catalog # 00597206535 lot # 65624071. Unk cement catalog # unk lot # unk. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure three months post implantation due to dislocation of polyethylene liner from fall, pain and swelling. Attempts to obtain additional information have been made; however, no more is available.